Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable 48238 fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the reported issue. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. The illuminator was analyzed and failure analysis investigations was able to replicate and confirm the customer reported issue. The illuminator was installed into a test system and failed to power on. Communication error 48238 was observed. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system was getting repeated recoverable faults 48238 that turned into a non-recoverable fault 297. The fse was able to replicate the issue and replaced the illuminator to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted salpingo oophorectomy surgical procedure, the system was getting repeated recoverable faults 48238 that turned into a non-recoverable fault 297. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to power down the system and disconnect the illuminator from the rest of the system. The customer powered up the system with a recoverable 48238 fault. The site recovered from the fault and installed their light guide cable into a stryker box. The procedure was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.